Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation by factory service confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a cable that had separated from the mating connector. The cable was reinserted into the connector to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer reported that this unit would not go into "pads" mode.